Event description:
The user reported that the unit stopped working. Our inspection found that the cord had been pulled free of the circuit board and the user could have been exposed to bare wire.

Manufacturer narrative:
The user reported that the unit stopped working. Our inspection found that the cord had been pulled free of the circuit board and the user could have been exposed to bare wire. Our switch supplier implemented several CAPA project improvements to the switch after this unit was mfg. However, an extreme amount of force would be required to pull the cord loose in this design (like getting the cord caught in a recliner).